Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with two 400cc mentor memorygel, silicone breast implants has experienced unexplained systemic symptoms postoperatively, including back neck pain, headaches, fatigue, under eye circles. The patient reported that her implants are placed subglandular and that she does not have the desired look and feel about the implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.